Event description:
Caller reported a malfunction on the pump, identified multiple instances of the same issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to use the pump with updated software, with a replacement pump sent and instructions provided for the return of the malfunctioning pump.